Event description:
Surgery was extended by 2 hours due to the fact that the medullary exchange tube broke inside the intra-medullary canal. Contraincision was needed in order to remove all the fragments.